Event description:
During a laparoscopic cholecystectomy procedure, a jaw of the grasping forceps allegedly broke off in pt. Surgeon did not want to extend the anesthesia further, and elected not to retrieve the broken piece.